Manufacturer narrative:
In conclusion, user had elevated blood glucose reading when she measured her blood glucose with dario. Therefore, she had seeked services of a physician. Her medication regimen was modified and reports her blood sugar dropped to the 50-60 md/dl range. User states readings with the dario were higher than they should have been. Control solution and test strips were sent to the user to verify accuracy of meter. Investigation is ongoing.

Event description:
On (B)(6) 2018 the user contacted dario to report the meter provided elevated blood glucose readings (between 250mg/dl-313mg/dl). As a result, she went to her doctor who had modified her medication regimen. User reports that she took the additional medication prescribed, and this led her blood sugar to reach the 50 to 60 mg/dl range. She states that blood glucose readings with the dario were not accurate and at least 100 points above what it should have been. User indicates she stores strips in the bathroom. Per the user guide (pg. 12), "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." User is also unsure when she opened the strip cartridge, as a result it is not known whether strips were expired or not. User has been sent new strips and control solution to verify the accuracy of her meter. Follow up with the customer was attempted to obtain control solution results, however, no response has been received to date. If additional details are provided in the future, a follow up report will be submitted.